Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "no communication" from a homechoice (hc) pro device. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Internal and external inspections were performed and found no issues related to the reported problem. Electrical safety tests were performed with no issues related to the reported problem identified. A one hour, simulated therapy was performed. The device's temperature and pneumatic systems were tested and calibrated. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed and showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.